Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed due to detached/missing needle. The wearable was also provided for investigation. An external visual inspection was performed and no damage was found. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and failed due to detach/missing needle. The wearable was also provided for investigation. An external visual inspection was performed and no damage.¿however, a detach/missing needle was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula was determined to be probable cause from inv. No injury or medical intervention was reported.